Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, copy of the operative report was provided. It indicates that the patient initially presented a severely steonotic and calcified trileaflet [native] aortic valve, and therefore, was referred for aortic valve replacement. The 25 mm edwards valve was placed successfully; however, post-implant transesophageal echo interrogation revealed what was felt to be a periprosthetic leak at the juncture of the right and noncoronary cusps. This was felt to be significant. Reinspection of the valve revealed concern of annular quality and its ability to hold stitches at the level of the area in question on echo. Attempts were made to repair this; however, this was unsuccessful. The previously placed valve had to be removed. With concern of damage to the bioprosthetic leaflets during removal, a new edwards valve was placed. This resulted in excellent seating and functioning of the bioprosthetic valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The information provided suggests that this event was due to patient related factors. No further actions will be taken at this time.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary, etc.) Was also requested; however, it has not been provided at this time. Unfortunately, the edwards device was not returned for analysis. With the available information, the reported event cannot be confirmed. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was implanted and removed during the same surgery. Through follow-up with the health-care provider, it was learned that the device was removed due to a paravalvular leak. It was indicated that the patient had poor tissue quality. Unfortunately, no other details were provided. There have not been any allegations of a product malfunction or quality deficiency towards the subject device. According to our records, the explanted device was replaced with another edwards bioprosthetic valve.